Manufacturer narrative:
Engineering reviewed the firmware log files. No system errors or resets. There were three telemetry sessions on june 9, 2017. The durations were 5.8 minutes, 4.2 minutes, and 31.0 minutes. The programmer logfiles do show several "radioboard invalid frame" messages. This could be due to a poor telemetry link or noisy environment. The s-ICD appears to be operating appropriately. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, a yellow screen occurred on the programmer, and telemetry was lost while the device was still on the table. Source of issue was unknown. The programmer worked well throughout the rest of the case. The telemetry issues lasted about three minutes. No patient complications occurred. Boston scientific technical services (ts) requested device data be uploaded to review.